Event description:
Pt was getting high readings 200-300's mg/dl on suspect device. Dr increased her medication and then a comparison was done between her suspect device b6=336 and the dr's device b6=126. Pt is feeling fine.